Event description:
A high blood glucose level of 590 mg/dl was reported by the customer, which was confirmed using both a cgm and a bg meter. The customer took corrective action by administering a correction injection via mdi and performed a site inspection upon instruction, requested a replacement infusion set, and planned to change the infusion set off-call, with further follow-up advised if needed.